Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their bottom aligners don't fit, and their front teeth are still crooked. The patient provided a letter of recommendation stating for them to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.